Event description:
It was reported an issue with monosyn suture. The client (vet) reported that the customer found the needle separated from suture after package open. No more information has been received.

Manufacturer narrative:
G4: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Under PMA/510(k) number: k011375. Summary of investigation: there are three previous complaints of this code-batch, regarding the same issue, two closed as confirmed after analysis. We manufactured and distributed in the market (B)(6) units of this code-batch. There are no units in stock in b. Braun surgical's warehouse. We have not received any sample for analysis, only a picture showing an open sample with the needle detached from the thread, and the thread is still wound on the pack. However, considering the defective sample of the picture received and that there are previous complaints regarding the same issue, we consider that this complaint is confirmed. Batch manufacturing record: reviewed the batch manufacturing record, there are no incidences regarding this issue and the results during the process fulfilled usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause as no closed samples have been received for analysis, only a picture showing an open sample. Final conclusion: taking into account the defective sample of the picture received and that there are previous complaints for this code-batch regarding the same issue, we conclude that this complaint is confirmed. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.